Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
The customer reported that the surgeon tried to place the plug in the femur before cementing it in place. However, during insertion, the plug allegedly broke into a number of small pieces. The customer added that the surgeon tried a second identical item but this also broke into small pieces during insertion. The customer added that the wound site was washed thoroughly with 6 litres of wash-out liquid and no parts of the plug remained in the pt. The customer added that the surgeon decided to use a competitor product instead to complete the surgery and the surgeon does not believe that this will have any adverse consequences for the pt. This event did, however, result in a 10 to 15 minute delay to surgery time. The customer confirmed that the items have been discarded and therefore will not be available for investigation.